Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, while performing the sphincterotomy, no effect was seen in the pappila or ampula of vater. The device would not cut. The active cord wire and power supply were checked, all were okay. Additional information revealed that a boston scientific active cord was used during the procedure and successfully in subsequent procedure(s). A non boston scientific generator was used during the procedure and successfully in subsequent procedure(s). The procedure was completed the next day as a device was not immediately available on (B)(6), 2010. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient identifier unknown. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, while performing the sphincterotomy, no effect was seen in the pappila or ampula of vater. The device would not cut. The active cord wire and power supply were checked, all were okay. Additional information revealed that a boston scientific active cord was used during the procedure and successfully in subsequent procedure(s). A non boston scientific generator was used during the procedure and successfully in subsequent procedure(s). The procedure was completed the next day as a device was not immediately available on (B)(6) 2010. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the exposed cut wire was bent and broken. The broken ends of the cutting wire appeared burnt/blackened. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. Further analysis of the cutting wire found it broke at approximately 16 mm from the distal pierce hole. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. Additional testing found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device; the measured cutting resistivity was within specification. The condition of the returned incident device indicates it was able to conduct electricity through the cut wire. However, it is unknown if the customer's reported problem of unable to cut occured before the cut wire broke or as a result of the broken cut wire. During manufacturing, tome devices are 100% inspected for working length and cut wire integrity so the broken cut wire is likely to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.